Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h4;h6 product was returned and evaluated. A visual examination of the returned product identified a crack and a tear in the black sleeve. There were also visible wear lines around the head near the tear location. Medical records were not provided. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp: (B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before the procedure began the nurse noticed the silicone sleeve of the drill driver was torn. The instrument was not used in the procedure. There was no harm or heath consequences to the patient. It was reported that no additional information is available.